Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with episodes of non-sustained right ventricular oversensing from the implantable cardioverter defibrillator. Upon review of the transmission, it was determined that the episodes were caused by post paced t wave oversensing. Programming changes were recommended but not yet performed. There were no reported adverse consequences to the patient.

Event description:
New information received stated that the recommended programming changes were completed in the first week of august 2020. The patient remained in stable condition throughout the even.